Event description:
Health care facility reported that a pt had a PICC line in place which was covered by a tegaderm chg dressing. Multiple dressing changes had been completed using tegaderm chg. Health care facility alleges that the pt developed "denuded, gray, necrotic skin with odor and drainage" under the chg gel pad. Catheter was removed due to the skin reaction. No further treatment was needed. Special note: additional info received on 08/16/2010, customer alleges that eight oncology pts had maceration under each of their tegaderm chg gel pads. Any additional documentation has not yet been provided on the six (of eight) pts, to date.

Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with high exudative sites or if integrity of the dressing is compromised.